Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision montage MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 377110.

Event description:
It was reported that the patient experienced a burning sensation in the location of the lead when the spinal cord stimulation (scs) stimulation was on. Additionally, the patient experienced a painful stabbing sensation at the implantable pulse generator (ipg) site. The patient turned off the scs system due to the burning sensation at the lead site. Clinicians assessed the patient may have an intolerance related to a rare pathology that the patient suffers from that affects the connective tissue. The patient underwent a procedure in which the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Model sc-2218-70, serial (B)(6). Visual inspection of the returned lead revealed that the lead body was cleanly cut into two pieces approximately 49 cm from the proximal end of the lead, and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical procedure, and it is not considered a device deficiency. An electrical test could not be performed due to the cut lead body. No other anomalies were identified. Model sc-1200, serial (B)(6) the returned ipg revealed normal characteristics during the visual and functional examination. The current leakage test has verified that there is no loss of electric current, and the residual gas analysis confirmed that the case is intact. Engineers concluded that the reported allegation of a burning sensation at the lead site and painful stabbing sensation at the ipg pocket site was not confirmed with the testing of the product return, however, are known inherent risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).

Event description:
It was reported that the patient experienced a burning sensation in the location of the lead when the spinal cord stimulation (scs) stimulation was on. Additionally, the patient experienced a painful stabbing sensation at the implantable pulse generator (ipg) site. The patient turned off the scs system due to the burning sensation at the lead site. Clinicians assessed the patient may have an intolerance related to a rare pathology that the patient suffers from that affects the connective tissue. The patient underwent a procedure in which the entire system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced a burning sensation in the location of the lead when the spinal cord stimulation (scs) stimulation was on. Additionally, the patient experienced a painful stabbing sensation at the implantable pulse generator (ipg) site. The patient turned off the scs system due to the burning sensation at the lead site. Clinicians assessed the patient may have an intolerance related to a rare pathology that the patient suffers from that affects the connective tissue. The patient underwent a procedure in which the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Model sc-2218-70, serial (B)(6). Visual inspection of the returned lead revealed that the lead body was cleanly cut into two pieces approximately 49 cm from the proximal end of the lead, and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical procedure, and it is not considered a device deficiency. An electrical test could not be performed due to the cut lead body. No other anomalies were identified. Model sc-1200, serial (B)(6). The device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.